Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out completely from the valve. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon removal of the syringe, the black check valve dislodged. Based on the reported complaint and the analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B)(4).